Event description:
Upon connection of catheter to console, alarm beeped and message read "warning." Catheter malfunction detected. Removed the catheter and inserted new catheter which worked and no issues. No patient harm.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: injector and syringe, angiographic. Device serial #: for type of device: injector and syringe, angiographic. Device model #: for type of device: injector and syringe, angiographic.

Event description:
Upon connection of catheter to console, alarm beeped and message read "warning." Catheter malfunction detected. Removed the catheter and inserted new catheter which worked and no issues. No patient harm.